Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The urea/bun reagent lot number and expiration date were not provided. The instrument was checked, and carryover checks were performed. There were many abnormal aspiration and sample short alarms before and after the date of the event. As multiple service actions were performed, the specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The c502 module serial number was (B)(6). The field service engineer (fse) replaced rinse tubing, valves for the rinse probes, gear head pump and vacuum valves. The sample arm with sample probe, reagent probe, and probe rinse were adjusted. The customer has added an additional wash and has had no further issues. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patient samples tested for urea/bun on a cobas 8000 cobas c 502 module. Discrepant results were provided for 1 patient sample. The initial result was 9.7 mmol/l. The repeat result was 14.4 mmol/l. The sample was repeated on a different c502 module with a result of 14.6 mmol/l.